Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no approved temporary deviation notices (dn) reported on the lot. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
Additional information: d10, h3, h6 although it was indicated during follow up that the sample was inadvertently discarded, one dialyzer from the reported lot was returned for evaluation via return goods authorization (rga). There was no damage or irregularities noted on the returned sample. Upon laboratory bubble point testing, an internal leak was detected on the non-cavity ID end potting cut surface at approximately 0° with the dialysate ports situated at 0°. The dialyzer was then subjected to destructive disassembly for further visual examination. Upon extraction of the fiber bundle, a fiber that was potted on both ends was noted to have been broken near the potting surface of the dialyzer on the non-cavity ID end at approximately 0° with the dialysate ports situated at 0°. Further examination of the fiber bundle did not identify any other damaged fibers or irregularities. The inferior surface of both polyurethane potting ends were examined for voids; no voids were noted. Upon review of the sample, the reported issue is confirmed. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported that a dialyzer blood leak occurred at an unspecified time of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was not visually observed. There was no visible damage or defect noted on the dialyzer. The machine, a b braun machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be discarded and not available to be returned to the manufacturer for evaluation.